Event description:
It was reported that during the startup of the cs100 intra-aortic balloon pump (iabp), the device malfunctioned. It could not be turned on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the power management board was faulty, and a quote for repairs was provided to the user. However, the user declined the quotation, and the order was temporarily closed. If additional information is provided an additional report will be submitted.